Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining underestimated toxoplasma igg and toxoplasma avidity calibration results in association with their vidas® 3 instrument (ref. 412590, serial (B)(4)). The customer's instrument background readings were evaluated to determine if the issue could be attributed to the paper found in the a1 position. The investigation identified a continuous decrease of the background readings in the a1 position from january 27th till february 11th which explains the bad results at this position. The investigation also confirmed that the issue was due to the piece of paper found in the a1 position impacting the scanner head readings at this position. A small decrease of the background readings in all other positions of the instrument was also observed, but this decrease was not enough to conclude if it is an impact from the issue of a1 position. The customer's instrument was returned to normal functionality after the work performed by the field service engineer. No false result has been reported by the customer on all other positions in the instrument..

Event description:
A customer in (B)(6) notified biomérieux of obtaining underestimated toxoplasma igg and toxoplasma avidity calibration results in association with their vidas® 3 instrument (ref. (B)(4), serial (B)(4)). The customer noted the vidas® 3 instrument obtained numerous invalid results in association with the vidas® toxo igg avidity (ref. 30222) lot 1007675840 and obtained an invalid calibration with vidas toxo® igg ii (ref 30210) is 1007690000. The vidas 3 instrument obtained an s1 result was 1513/2444 rfv. The expected range was 1580-3424 rfv. The kit had already been calibrated and was compliant. The customer tested a toxoplasma quality control sample for igg and avidity, the igg test obtained underestimated results. The avidity sample obtained an aberrant result with an expected value of 0.3. The customer tested the same batches on another vidas® instrument and obtained in range results . A biomérieux field service engineer visited the customer site and found pieces of sticker paper in compartment a1. The sticker paper was removed, and the instrument is now functioning without issue. Biomérieux customer service requested the customer perform a retrospective analysis for patient samples tested on vidas® 3 instrument serial (B)(4). At the time of the assessment the customer has not provided this information. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health biomérieux will initiate an internal investigation.